Event description:
It was reported that the patient had an allergic body reaction, not in the implant area. Crowns of teeth were removed. Now the only metallic implant that is left in the body is the transfix. Surgeon wants to do testing with a titanium allergy test plate. It is not yet clear if the reaction is caused by the titanium of the implant.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record was not performed as the lot number was unknown. Based on the information provided, reaction is not in the implant area and customer did not respond to requests for titanium allergy test results. A possible cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. If further significant information is revealed, a follow-up report will be submitted. Device remains implanted in patient.